Manufacturer narrative:
(B)(4). The review of the manufacturing records for the device verified that this lot met all pre-release specifications. An engineering evaluation is currently in progress. A review of the images is currently in progress.

Event description:
On (B)(6) 2017 a patient was undergoing treatment of an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis featuring c3® delivery system. The device was prepared per the instructions for use (IFU). The device was advanced over a .035" lunderquist wire. As the device was being advanced through an 18fr. Gore® dryseal sheath, the valve of the sheath punctured. This device was removed from the wire and re-prepped. A new sheath was inserted. Upon the second attempt to advance the device over the wire, prior to entering the sheath, it was noted a wire was protruding from the proximal end of the endoprosthesis just distal to the olive tip. A second gore® excluder® aaa endoprosthesis featuring c3® delivery system was utilized to complete the case.

Manufacturer narrative:
The engineering evaluation stated visual inspection of the returned device (B)(4) showed a kink at the trailing olive (trailing end of the endoprosthesis). Another kink was observed at the leading end between the olive and endoprosthesis. Engineering observed that the lock pin was dislodged from the lock pin hole in the olive, but not bent. A small gap between the endoprosthesis and olive was also observed. Engineering was able to confirm the physician¿s observation of the wire (lock pin) protruding from the proximal end of the graft just distal to the olive tip. However, engineering was not able to confirm the physician¿s other observations relating to the (B)(4) device because the device was not returned for analysis. The cause for the dislodged lock pin in the (B)(4) could not be determined with the currently available information. The imaging evaluation stated the images provided do not allow for evaluation in relationship to this event.